Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was further stated that the procedure was cancelled and rescheduled for (B)(6) 2014. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported over five months later that the patient also experienced a loss of therapeutic effect. The stimulation had not been effective for pain since (B)(6) 2014. During the revision in (B)(6) 2014, the doctor placed the implantable neurostimulator (ins) deeper in the pocket. The patient has experienced a lot of pain at the ins site since implant. It was noted the patient has nerve damage and that was why she had the ins implanted.

Event description:
It was reported that the patient complained of pain at the lead site, of both of the leads, between shoulder blades when stimulation was turned on. The patient had pain for several weeks, prior to the report, at the ¿lead site¿ in the back whenever the system was on. The patient called the manufacturer representative about this and saw the patient. Impedances testing was completed but and patient would be scheduling an appointment with her healthcare provider (hcp) as soon as possible. Impedances were all within range. It was later reported that there was lead migration, and the patient may need a revision. The patient did well after implant, but at postop mentioned to the hcp that she felt some discomfort at the lead site in the back, and the hcp felt it was just postoperative pain. A few weeks later after implant it was still hurting and she wasn¿t¿ using stimulation because it was worse with simulation on. The patient wasn¿t using stimulation due to the discomfort at the time of the report. Impedances were checked up again and all were okay. The hcp thought that possibly one lead had moved slightly and may have been pushing on a nerve root. The hcp wanted the patient to be reprogrammed using bottom electrodes to see if it helped, and if not would probably do a revision. It was later noted that they were trying to schedule another reprogramming session, but the hcp thought they may need to revise the lead but wanted to try to program using only the bottom lead. No date was set yet for a lead revision, and the patient was not using their stimulator at the time of the report. The patient status at the time of the report was alive, no injury but had pain at the lead location.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the manufacturer representative will meet with the patient in two days. The patient was seen, and reprogrammed to the lower electrodes on the leads as asked for by the physician. After reprogramming, it was reported the patient still had 'pulling' on the left side, but would try the settings for a week. The patient later informed the manufacturer representative that a lead revision was scheduled in a month, and no outcome regarding the programming changes was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that during the revision, the healthcare provider (hcp) repositioned the lead using a revision kit. The lead migration was only slight and the manufacturer representative was unsure why it migrated. The manufacturer representative was unable to program the patient due to her discomfort. They would contact the patient that week and see the patient in post-op. Information regarding the patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was programmed the day of the report. The patient felt stimulation in the right upper leg and there were no complaints of pain where the lead was. The healthcare provider (hcp) just undid the anchor and pulled the lead down a little. No new equipment and nothing was explanted.